Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had cannot get to anything by pressing the center button or the menu button. The customer¿s blood glucose level was 187 mg/dl at the time of the incident. Issue was not resolved by troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted and all buttons functioned properly. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection.